Manufacturer narrative:
The pocket infection and pump exchange is reported under MFR#2916596-2020-00854 . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired. The patient underwent pump exchange (B)(6) 2020 due to pump pocket infection. It is suspected that the patient had a stroke prior to respiratory arrest. It was reported the device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.